Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the biopsy channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. Suggested event can be inspected and prevented by following below instructions for use (IFU): inspection method is described in the operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted. The customer cleaned and disinfected the device prior to sending to olympus for repair. The customer does not know what the foreign material is, there was no delay to pre-cleaning. The instrument/suction channel was aspirated with water. The customer stated there were no abnormalities in the accessories used for reprocessing. The instrument channel was wiped/brushed with clean lint-free cloths, brushes, or sponges. The instrument channel and suction cylinder was brushed. There were no other concerns with reprocessing.

Event description:
It was reported, the colonovideoscope had foreign matter in the forceps channel. The issue occurred during processing. There were no reports of patient harm.